Event description:
The customer reported the device was used for multiple procedures after cultures from the device tested positive for bacteria. An alternate device was not available for use. No patient infections have been reported. The report of positive cultures was submitted on medwatch #3002808148-2022-02230. This medwatch is being submitted to capture the procedure for patient #12 of 15. The procedure for patient #1 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #2 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #3 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #4 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #5 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #6 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #7 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #8 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #9 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #10 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #11 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #13 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #14 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #15 is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation and the results of the inspection and testing were reported in the medwatch with patient identifier (B)(6). An interview conducted with the customer found no obvious deviations from the reprocessing procedure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
G3: the aware date should have been 22aug2022 but was submitted as 03feb2023 on previous mw1135738 for MFR 3002808148 - 2023 ¿ 01896. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the aware date of the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: inadequate reprocessing due to physical damage noted to the equipment during the device evaluation. This issue is addressed in the instructions for use (IFU): chapter 6 application and conditions of cleaning, disinfection and sterilization. Chapter 7 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor the field performance of this device.